Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) during analysis of the returned device no anomalies were found. Visual analysis noted that there is blood/body fluid in all conductors (not obstructed) and in/on the helix/lobe mechanism. All insulators are breached cut. Damaged at implant.

Event description:
At attempted implant, it was noted there was a bend at the tip of the rv lead. It was reported the 'coil spacing is smaller distal vs proximal when looking at the distal coil only, where bent'. Lead removed and not used. There were no patient complications reported as a result of this event.